Event description:
The user facility reported there was a problem with the aspiration system of the suspect device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed to be clogging the nozzle. This report is being submitted for the malfunction found during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, in addition to the foreign material, service found the scope connector cover demonstrated corrosion, and an air leak was observed due to a broken scope cover. The electrical insulation resistance was out of specification. The rubber glue in the bending section was separated. The protective grip on the body control unit was discolored. The biopsy port was damaged. The air/water cylinder and suction cylinder were discolored. The control switch box demonstrated scratches and wear. The angulation system was out of specification due to wear and the coil pipe plate was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Date rec¿d by MFR: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the material was not removed even though the user reprocessed the device in accordance with IFU from the following reasons. The nozzle was clogged with thin black solid material. There was no other information obtained on the material. The material expected in IFU is mainly dirt that adheres to endoscope during procedure. It is likely the thin black solid material was not dirt expected in IFU. The event can be detected/prevented by following the instructions for use which state: ""inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."" Olympus will continue to monitor field performance for this device.